Event description:
It was reported that the stimulation therapy was not working as the patient had hoped. It relieved the pain and spasms in the patient's left leg, but not in his lower back. X-rays showed the lead had moved. The patient also noted a burning sensation over the battery since implant, whether the device was on or off. Additional information has been requested, but was not available as of the date of this report.